Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively the physician had difficulty placing the right atrial (ra) lead. The ra lead was attempted/not used and replaced with a competitor lead. No patient complications have been reported as a result of this event.